Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle hip on her left side. Patient has large amounts of cobalt-chromium metal ions and particles in her blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. Update: 12/20/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient was revised 7/6/2007 because of infection. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2111828, x5set1000, and x4yd11000. A search of the complaint database finds additional reported incidents against lot code 2162297 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.